Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's specimen bag split open at the edge while in the patient and while trying to capture and remove the specimen. The specimen came out on the bottom of the bag which split open. Another specimen bag was used to complete the case.